Manufacturer narrative:
(B)(4). Only visual analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported by the patient¿s son that the patient died due to a ¿cardiac event¿ and requested device analysis. The caller alleged that the death was related to the implantable pulse generator (ipg) system. Additional information was received that the cause of death provided on the death certificate was sudden cardiac death. Contributing factors listed were hypertension, obstructive sleep apnea, cardiomyopathy and atrial fibrillation. It was unknown if the device system contributed to the death. No additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.